Manufacturer narrative:
A2 - age at time of event: 18 years or older.e1 - initial reporter facility name: (B)(6)

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery to mid right coronary artery. A 6.00mm x 2.00mm wolverine coronary cutting balloon monorail was selected for used. During the procedure, at first inflation, it was noted that the balloon ruptured at 12atm for 15 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient was good post procedure.